Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during normal interrogation. The issue seemed to occur during attachment and manipulation of a video graphics array (vga) cable. The issue occurred multiple times, and a reboot was required each time. The programmer was expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was freezing. The hard drive was reconfigured and the software was reloaded and updated as preventative measures. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.